Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: battery - not maintaining charge. Will sit in charger, sometimes works but sometimes doesn't. It has charged without difficulty and has shown a full charge in each case. Adapter - not recognizing reload. Not opening up. Not allowing reload to come off. Handle - sometimes handle doesn't recognize reload. Open button doesn't work. Devices are used in multiple procedures, sometimes they work and sometimes they don't work. The jaws would open without a problem in all but one case. In that case, the handle showed there was a problem with the shaft and would not allow the reload to open after removing it from the patient. We switched to the manual stapler. In the other cases, the jaws would open and close without delay. In one case, the stapler would not open at the back table. The stapler had just fired a black tri-staple load, opened off the tissue, closed again to remove from the body and then would not open to allow the staple cartridge to be removed. The lights were flashing showing a problem with the shaft. The most common problem we have had has simply delayed cases. When the stapler is placed into the abdomen, it will position without issue (articulate, rotate, open/close). Once the stapler is positioned, intermittently and without obvious consistent cause, the stapler will not fire. The green button is pushed and nothing will happen. If the stapler is opened and then closed again, then the stapler will fire. No consistent factors have been present. It can occur at anytime during the procedure. It will happen with one load and then not happen for the next two. All of the surgeries were sleeve gastrectomies. No harm came to the patients in any way from the stapler, they just required extra time. I am unsure of which cases we specifically had problems. The patients did well and are all on the post-bariatric surgery pathway. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4) refer to the same handle.